Event description:
It was reported that a matrix construct t3-t12 removal was performed on (B)(6) 2013, due to infection. The original procedure was done on an unknown date in 2013, and was not performed by the explant surgeon. The surgeon identified during the explant surgery that the screws were not placed in an ideal location. During the removal procedure, it was noted by the surgeon that there was significant blood loss during removal of one of the screws. The patient was rushed to the cardiac room to take care of the bleeding issue. The hardware was successfully removed during the procedure on (B)(6) 2013. There was a delay of 10 minutes in completing the procedure due to the bleeding. The surgeon reported that the patient is recovering. No additional information was provided. This report is for two unknown rods. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown rods, quantity 2. Implant date: reported as unknown date in 2013. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment not diagnosis.